Manufacturer narrative:
The complaint allegation has not been confirmed as the reported failure could not be replicated. One unpacked ar-18800-25 serial/batch number (B)(6) was received for investigation. The device was delivered for evaluation, independent of the ar-8700rh ratcheting handle. Visual inspection found that the hex tip of the driver was twisted. It was noted that the laser marks are fading most likely because the reprocessing of the device. Functional testing of batch 1392239 for the ar-18800-25 indicated that the driver does not become jammed within the ratcheting mechanism. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/27/2024, it was reported by a sales representative via (B)(4) that an ar-18800-25 driver shaft and ar-8700rh ratcheting handle has been cold welded together. This occurred during use in a case with no patient effect.